Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event and expressed concern that the pump continued to deliver insulin despite low readings, after which the user paused the pump and treated with oral carbohydrates such as bread or soda; the user could not recall full details of the episode, and there were no device alerts or alarms reported. Symptoms included hypoglycemia, with a reported blood glucose of 48 mg/dl. Outcomes included an unexpected medical intervention where medication-equivalent treatment with oral glucose was required, without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available regarding device performance, with medical device problem, device component, symptom, and outcome details otherwise insufficient for a definitive device-related determination. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.